Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5035802) in united states on 02-jun-2014 which refers to a female consumer of unspecified age who had essure lot number 628043 inserted in 2009 after her third child and experienced the following adverse events. Since then she presents severe pain when having intercourse and also randomly throughout the day and night. She also experienced lower back pain, major anxiety, general feelings of sickness and her menstrual cycle changed dramatically after essure, she has huge blood clots, a shorter cycle, and also random periods. She is constantly tired even if she sleeps so much, lives her life in a constant fog. Disability/ permanent damage was assessed however no further information was provided. Follow-up information received on 20-jun-2014: follow-up attempts were done without success. Case considered closed. Follow-up information from 06-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1338). Consumer stated that a hysterectomy was performed. Case is now considered incident. Result and assessment of the product technical complaint investigation received on 21-oct-2015: this adverse event report is related to a product technical complaint (ptc).(B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain and severe pain when having intercourse (seen as dyspareunia). These events are serious due to required intervention and disability and listed in the reference safety information for essure. Back pain and dyspareunia may occur during essure use. In this case, since the insertion she presented severe pain when having intercourse and also randomly throughout the day and night. She also experienced lower back pain and other non-serious events. Considering suggestive temporal relationship, causality between the reported events and essure use cannot be excluded. Initially this case was regarded as non-incident. Upon receipt of follow up information, hysterectomy was informed. Therefore, since an intervention was required, this case was upgraded to incident. Based on the available information, there is no relationship between the reported medical events and a quality defect.